Manufacturer narrative:
The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed intermittent responses to button presses on all keypad buttons. In addition, there was evidence of adhesive/contamination found under all key contacts when the keypad was removed.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient claimed the up and down keypad buttons were intermittently unresponsive when pressed. In addition, the patient reported that the buttons also appeared to stick causing the cursor to scroll. There was no reported patient impact associated with this complaint.